Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician received an alert stating a pacemaker reset had occurred. Further investigation could not find a record of an alert and the device was not in backup vvi mode. If a reset had occurred, it appeared the device had resolved the problem on it's own. There were no reported adverse events or patient symptoms. The patient was to continue being monitored.